Event description:
Adverse event.

Manufacturer narrative:
We are reporting 3 similar incidents from (B)(6) even though the use was "off-label". We consider it precautionary to do so. The information we have received is second hand and incomplete and may later be corrected in the final report. Incidents 1 and 2: the surgeon(s) was using a poly-tape for reconstruction of the lateral ligament of the foot (bone-to-bone - not indicated use in USA). In one case, the surgeon incorrectly positioned drill holes in the talus; in the other, in the fibula. When tightening the tape to approximate the bones, the tape broke through the bone bridge. The surgeon remedied this by re-drilling. The effect on the pts is unknown, but we believe provisionally it would have been slight. There is no report (as yet) of any subsequent complication to recovery. Incident 3: this was similar but happened post operatively after achromio-clavicular stabilization repair (shoulder) when the pt attempted to lift a generator at about 3 months post-op. The poly-tape tore through the clavicle and a revision was required in which the clavicle was plated. In none of these events was any deficiency of the poly-tape the direct cause of the "injury". In incidents 1 and 2, we conclude (again, provisionally) that surgeon error in incorrectly positioning the bone drill tunnels was the cause. In incident 3, we believe that the most likely cause was pt non-compliance with the specified rehabilitation regime. We are reporting these events, because we conclude that there is corrective action that we can take to minimize the chances of such events happening in future. Summary of actions. We will review the risk analysis for poly-tape to ensure adequate risk-minimization. We will revise and reissue the labeling by (B)(4). We are sending an email to distributors and, where appropriate, users of the poly-tape to alert them to the new warnings.